Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer reported, we had an incident yesterday with a bovie cord (cat#889199, sn (B)(4)) the wiring burned apart during a robotic hysterectomy. The cst was scrubbed in on the case assisting the doctor with the procedure when they smelled burning and called it to the attention of the team. The surgeon paused so she could investigate. She stood up and looked around. On the other side of the table she could see faint smoke emanating from the cord. The circulator unplugged the cord. It dropped to the drape and created a small singed spot on the drape and the scrub immediately threw the cord off. The circulator opened another sterile cord and the case proceeded without further interruption. The drape was not retained and cannot be inspected further. No one, patient or staff, required medical attention due to this event. There was no patient injury or intervention, the procedure was completed as planned, unknown how many times the cord was used prior to this event. The facility will not be reporting to the FDA as there was no harm to the patient, actions were taken quickly and delay was avoided.

Manufacturer narrative:
(B)(4): the device was received and per visual inspection, the cable wire looks fried and charred due to wear and tear. Due to the device being broken into two pieces, functionality testing could not be performed. The device was manufactured in 2013, the old age of the cable contributed to the normal wear and tear of the cable. The device history record was pulled and reviewed. A c=0 quality sampling plan was conducted and all cables passed the inspection points. True root cause cannot be determined as device cannot be tested for functionality nor proper parameters of sterilization/cleaning/usage were provided for investigation. Additionally, customer failed to provide information to support investigation per the complaint investigation form. The supplier only guarantees the devices full functionality for the first 20 sterilization cycles and using and sterilizing more than the recommended 20 times could increase wear and tear. It is recommended that the customer follow the cleaning and sterilization procedure stated in the IFU (instructions for use).